Event description:
Medtronic received information that four days post implant of a transcatheter bioprosthetic valve, the patient developed first degree block for which a temporary pacemaker wire (bard) was inserted. The wire perforated the right ventricle and caused cardiac tamponade. The patient was reanimated and a thoracotomy was performed. Six days post implant, the patient presented with a tension pneumothorax, resolved after a chest tube was inserted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)